Manufacturer narrative:
On december 02, 2024, mentor received additional information regarding the patient's diagnosis. This report has been determined to be the patient's left side. It was reported that the device was explanted on (B)(6) 2024. Per the patient's operative report, the patient's breast prosthesis was found to be intact. The patient experienced breast asymmetry/deformation and capsular contracture (baker grade 4) on the left side. The patient also described a burning sensation on the left side. Code e013403 for paresthesia. Section h6 has been updated to reflect this additional information. The date of event has been updated to (B)(6) 2024. The patient's age at time of event was reported to be 49 years old. The patient's weight was updated to 140lb. The patient's replacement device was a 500cc mentor memorygel breast implant (catalog number 3505004bc) with serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Section e1. Initial reporter phone: (B)(6). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with an unspecified smooth saline breast prosthesis and experienced a deflation on an unknown side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.